Manufacturer narrative:
The insulin pump had a blank display due to a broken component on the interface board. Unable to perform the displacement test due to the blank display.

Event description:
The customer called to report a blank display. Troubleshooting was performed and the display remained blank. Nothing further was reported.